Manufacturer narrative:
Other relevant devices are: product ID: 3889 lot# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported that during a follow-up, all impedances in electrodes between 0 & 1 and 2 & 3 were 4000 ohms or higher. Normal impedance in between the implantable neurostimulator (ins) and electrodes were noted. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Product ID 3889 implanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer representative (rep) indicated that the cause of the high impedance was undetermined. Any actions or interventions were not reported. It was noted that the device was still in use. There were no further complications reported as a result of this event.